Event description:
It was reported that inappropriate programming had resulted in three instances of retrograde conduction. The patient was symptomatic. Repetitive non-reentrant ventriculoatrial synchrony was noted. Device reprogramming was performed.

Manufacturer narrative:
(B)(4).